Event description:
Vent alarm sounded, rt responded, vent not cycling. Pt taken off vent and manually ventilated with ambu until new vent arrived by rt supervisor. Vent failed est. Vent sequestered and covidien here to assess. Last pm (B)(6) 2011.